Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of reyl0562 showed no other similar product complaint(s) from this lot number. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 22gax8cm powerglide midline catheter. The sample included the assembly handle, introducer needle, guidewire and catheter. The catheter was received in two segments which shared a complete break just distal of the luer hub. Blood residue was observed within the distal catheter segment. The distal catheter segment was stuck over the guidewire and was bunched along its length to the needle tip. Microscopic inspection of the break in the catheter revealed sharply defined edges. The edges exhibited a partially granular and partially striated texture. The catheter was bunched over the distal end of the introducer needle bevel. The location of the catheter and the break characteristics were typical of damage caused attempting to withdraw the catheter back onto the introducer needle following catheter deployment. The product IFU states ¿warning: once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle. This may result in damage to the catheter. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter.¿

Event description:
Per sales representative, facility contact reported that when trying to place a powerglide, he alleged that the wire bent and the catheter separated from the hub. This attempt happened about one week ago. No patient harm reported and no new powerglide was placed.